Event description:
It has been reported to philips the charging port is not working.

Manufacturer narrative:
Diagnostics determined the device would require return for repair and it was returned to a philips bench repair facility. The reported complaint was confirmed as the charging port was physically damaged which would not let the device charge. The front case assembly was replaced resolving the customer¿s complaint. Testing and verification was completed satisfactorily (calibrated nbp, co2 and touch screen) and the device was returned to service at the customer site. Based on the information available and testing conducted, the cause of the reported problem was physically damaged charging port on the front enclosure assembly. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.